Event description:
Rptr states that he received a call from hosp. Talked to nurse in surgery who stated that the surgeon was having trouble locking the insert onto the baseplate. After checking and confirming that it was the correct size, and there was no soft tissue impingement, it still would not lock. The salesman suggested that he use an "a/p" lipped insert, which he did and that implant was successful. There was no adverse consequence for the pt.